Event description:
During a da vinci si myomectomy procedure, the user facility reportedly identified a broken cable on the tenaculum forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp remained in the clevis. Clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.